Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a liquid leak from the transfer set and liquid was spilled all over the patient and the floor. Renal therapy services (rts) assisted the patient to end therapy and advised to use manual supplies to drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.